Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. During pre-implant testing the lead helix was observed to function normally. However, upon attempted implant the helix would not deploy into the target tissue. The lead was extracted and procedure completed with a competitor lead. No adverse patient effects were reported.